Event description:
Additional information received reported that high impedance was recorded >10000 ohms on "electrodes 0-8". High impedance readings were reported for the extensions, leads, and ins. It was stated that the patient had an appointment (B)(6) 2014 with hcp. It was stated, the patient could not remember the last time he felt stimulation. It was reported that the patient had not used his device in ¿quite a while¿. It was reported that the patient had less than 50% therapy relief and bilateral upper extremity pain.

Event description:
It was reported that the patient had a loss of therapeutic effect. When the patient moved his neck a certain way, he felt a ¿jolt¿ down his arm and felt stimulation intermittently. It was noted that when he leaned to the right and back, it caused changes to his stimulation sensation. The reporter noted that the therapy had stopped working on his left side and the stimulation was intermittent on the right side. It was noted that this had started about 3 weeks prior to the report and symptoms included acute pain. The reporter noted that the patient wanted the stimulator to cover his back pain because, he had constant pain in his back. It was noted that the patient had been getting occipital shots for pain and tension in his neck. At the time of the report, the patient had just finished recharging and the implantable neurostimulator (ins) battery was 3/4 full.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that after the 2014 (B)(6) appointment, the patient's physician planned to do some diagnostic testing before moving forward with a lead revision/replacement. The cause was undetermined. The patient was stim not receiving stimulation/effective therapy at this time.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708260, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 3998, lot# v233248, implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not have a revision scheduled at this time.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID 3998, lot# v233248, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3998, lot# v233248, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that it was unclear which device remained in the patient. It was suspected that it was part of the extension which was cut prior to explant from the patient. The lead was explanted and was with the health care provider. The patient was receiving effective therapy at the time. From previous notes it appeared that all electrodes 0-7 were >10000. Manufacturing records show the implantable neurostimulator, extension and lead were explanted (B)(6) 2015.

Manufacturer narrative:
Additional review identified information missing from the event. The supplemental regulatory report was updated accordingly. Analysis results for the ins (serial (B)(4)) and lead (lot # v233248) were not available at the time of this report. A follow-up report will be sent when analysis is completed. Analysis of the extension (serial(B)(4)) found that the extension body was cut through and the product was segmented. (B)(4) applies to the ins (serial (B)(4)) and lead (lot # v233248) and (B)(4) applies to the extension (serial(B)(4)). Other applicable codes include: (B)(4) apply to the extension (serial (B)(4)). Applies to the lead and ins while (B)(4)apply to the extension. Information references the main component of the system and other applicable components are: product ID 3708140 serial(B)(4) implanted: (B)(6)2009 product type extension product ID 3708260 serial(B)(4) implanted: (B)(6)2009 explanted:(B)(6)2015 product type extension product ID 37752 serial(B)(4) implanted:(B)(6) 2009 product type recharger product ID 3998 lot# v233248 implanted: (B)(6)2009 explanted: (B)(6)2015 product type lead product ID 37743 serial(B)(4) implanted: (B)(6)2009 product type programmer, patient product ID neu_siliconeanchor serial# unknown product type accessory product ID neu_siliconeanchor serial# unknown product type accessory product ID 3550-29 serial# unknown product type accessory if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for reflex sympathetic dystrophy/causalgia-complex regional pain syndrome. It was reported that there was a loss of therapeutic effect. When the patient moves his neck a certain way he can feel a jolt down his arm. Therapy has stopped working on his left side. The stimulation is intermittent on his right side. It was noted that when the patient leaned to the right and back, this caused changes to his stimulation sensation, and if he moved his neck a certain way, he felt stimulation intermittently. Starting about 3 weeks prior to the report, the patient started experiencing acute pain. The patient has constant pain in his back and was looking to have a stimulator implanted to cover his back pain. Additionally, the patient reported that he had a nail shoved up his foot recently and that he has been getting occipital shots for pain and tension in his neck. On (B)(6) 2014, it was reported that the patient had a minor fall a while ago. The patient could not remember the last time that he felt stimulation and has not used the device in quite a while. The patient had bilateral upper extremity pain and was receiving less than 50% therapy relief. Impedances on electrodes 0-8 tested high (greater than 10,000 ohms). The patient has an appointment with their health care provider scheduled for (B)(6)2014. It was noted that the wires on his previous spinal cord stimulation implant were broken. The patient also couldn¿t get the unit to charge starting 3-4 months after implant (confirmed as 2009) and would have intermittent problems with the spinal cord stimulator charging one side and then on the other and then the battery giving out. So, he turned the implantable neurostimulator off for a while because it was going crazy and then the battery wouldn¿t charge when he tried to turn it back on. It was noted that the implantable neurostimulator was previously over discharged (around 2013 or 2014). It was noted that the patient has a bunch of wires left in him from when they replaced it because the wires broke off when they tried to pull them. The patient had a total system replacement. The patient was programmed the following day and was receiving effective therapy. The fractured lead was cut to explant, and it was suspected that part of the extension was cut prior to removing from the patient. It was unknown which part remains in the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the ins, serial (B)(4), found no anomaly as the device functioned properly and passed all functional testing in the laboratory. Analysis of the extension, serial # (B)(4) found no significant anomaly. The extension was returned segmented; however, electrical testing of the returned segment determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the lead, lot # v233248, found no anomaly as the device functioned properly and passed all functional testing in the laboratory. If information is provided in the future, a supplemental report will be issued.